Manufacturer narrative:
Additional information: b5 and h6.

Event description:
New information received notes that over-sensed noise resulted in inappropriate automatic mode switch.

Event description:
It was reported that the right atrial lead exhibited noise. The lead was explanted and replaced. The patients condition was stable before and after surgery.